Event description:
It was reported that one day after a device change out that it was suspected the right ventricular (rv) lead high voltage coils were switched in the device ports. It was indicated that the can to rv coil electrogram had large p-wave signals from the atrial fibrillation but the can to the superior vena cava coil did not have the atrial fibrillation signals seen. A surgery was performed which verified the rv lead coils were reversed so they were put in the correct device ports. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.